Event description:
This lead was implanted on (B)(6) 2010 and capped on (B)(6) 2012 due to an unknown dissatisfaction with the lead. The procedure took place at (B)(6) health system with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).